Event description:
Customer reported that the device showed no image during preparation for use. The device was replaced and the intended procedure was completed using a similar device with no delay. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the reported issue of no image and was found to be due to faulty dr board ( circuit board) causing no image and needs to be replaced. Additionally, inspection found there is no function locking on the video connector and needs to be replaced as well for correct function. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although, it can be presumed, it was due patient board set failure. Olympus will continue to monitor field performance for this device.